Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer's blood glucose (bg) level was 200 mg/dl. The customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.